Manufacturer narrative:
Philips service rebooted the system and replaced the cube. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that xgen warning occurred due to input message field out of range on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.